Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient through a manufacturer representative reported the por message was observed when they attempted to recharge their implantable neurostimulator (ins). The por appeared with the error code 0x400 and was cleared with a physician programmer on (B)(6) 2018. It was noted the issue was resolved at that time as the patient was able to re-establish a connection and stimulation was resumed. The patient reportedly didn't know why the por occurred and she reported that she never let the battery overdischarge. There were no surgical interventions planned or performed and the patient was alive with no injury as of (B)(6) 2018. There were no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient saw a power on reset (por) while they were charging. The patient stated she saw the por message when she went to turn her stimulation back on. The por message could not be cleared. The patient was redirected to follow up with a healthcare provider (hcp). The patient is an australian patient and is vacationing in the us. No further information was reported. No additional patient symptoms were reported.